Manufacturer narrative:
Device evaluation: the product testing could not be performed. As the product was not returned. The complaint issue reported could not be verified. And no product deficiency could be identified. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. A search of complaints was performed on june 14, 2021. The search revealed, that no other complaints have been received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient age or date of birth, weight, and ethnicity: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Reporter name, email address, zip code, and telephone number: unknown/information not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was damaged. The iol was inserted and removed during same procedure. Incision enlargement, vitrectomy and sutures were required. The patient's daily activities are not significantly affected. No further information available.